Event description:
Consumer called to report a very high reading with bd logic meter. After getting a reading of 510, was upset and called the ambulance, because consumer usually reads low. Emt took consumer blood sugar and it was 30.